Manufacturer narrative:
Analysis was performed onsite biomedical service personnel which included simulation testing. The results of the analysis were no fault found. Based on the results of the analysis, the product malfunction was unable to be confirmed. The product is back in service. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the device is not reading the correct heart rate. It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.